Event description:
A report was received that the patient was experiencing pain at the pocket site and surgery site was still very sore and tender. The physician believed that the patient had an allergic reaction to the ipg. The patient had a metal allergy. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The root cause of the complaint could not be determined. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not reveal any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the leads passed the visual and photographic imaging tests performed. Visual and x-ray inspections found no anomalies. Sterilization record did not reveal any anomalies or deviations that potentially relate to the reported event. Device evaluation indicated that the clik anchor passed the visual test performed. Visual inspection found no anomalies. Sterilization record did not reveal any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing pain at the pocket site and surgery site was still very sore and tender. The physician believed that the patient had an allergic reaction to the ipg. The patient had a metal allergy. The patient underwent an explant procedure.